Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Came case as: 2134265-2016-00983. It was reported that a rotawire fracture occurred. The 95% stenosed target lesion was located in severely calcified target ostial portion obtuse marginal artery and left circumflex artery. A rotalink burr and a 330cm rotawire was selected to be used. Attention was turned to the right coronary artery. A 5-french unspecified pacemaker wire was floated into the right ventricle and paced satisfactorily without complications. Then an 8-french non bsc guide catheter with side holes was inserted into right coronary artery. Initial approach was to pass a non bsc wire and dilate the lesion with a 2.0 unspecified balloon. Then the non bsc wire was exchanged for rota-floppy wire. The lesion was then rotablated with a 1.75 mm burr with three passes. On the last pass, the wire had prolapsed into a small rv marginal branch and the tip of the wire was shorn off and left uncomplicated in the small-rv marginal branch. There was no intervention done for the remaining end of the wire, as it was down a very small marginal branch. The procedure was completed by exchanging the rota-floppy wire with a non bsc wire and then dilated the lesion with a 3.0 unspecified balloon. It was then stented with a 3.5 x 18 mm non bsc stent inflated to 20 atmospheres. It was postdilated with a 4.0 x 12 non bsc balloon inflated to 20 atmospheres in the mid section and at the orifice. The end angiographic result looked excellent. The patient was haemodynamically stable and kept in the hospital for 2 nights for monitoring purposes. No further patient complications were reported.